Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code malf 15. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, leaving the impact unknown. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and confirmed that the malfunction code did not recur. The customer acknowledged the instructions and continued to use the pump, with guidance to report any recurring issues.